Manufacturer narrative:
H3: visually, there was contamination on distal portions of the device including the cuff balloon. The tube adapter on the proximal end of the device was dislodged and not returned. Under magnification, there were small voids in the blue trace pad. The electrode wires were stripped to perform continuity testing. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 10.2 ohms (blue), 8.8 ohms (blue with white stripe), 10.1 ohms (red), and 9.5 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device could not be tested due to cut wire harness when returned and the inability to connect to a nim system. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thyroid procedure a size 6 trivantage tube was placed. It would not pass the electrode check. Following interventions this tube was removed and another size 6 trivantage tube was placed. This tube would also not pass the electrode check. They were repositioned and still would not pass the electrode check. Finally a size 7 trivantage tube was placed which functioned normally. The procedure was extended by 25 minutes. There was no patient injury.